Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned but three photos of the device were provided. On the basis of the photos provided, the reported event could not be reproduced. The images show a partially deployed stent. However, it could not be determined whether the partial deployment occurred without activation of one of the different deployment methods or if the stent was partially released by using the deployment mechanism. The images also show a detached shipping lock; however, it is unknown at which point in time the shipping lock was removed. The reported premature stent deployment with the safety lock in place could not be confirmed on the basis of the photos. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. Premature stent deployment prior to use may be associated with rough handling of the device during shipping, storage or preparation. Premature or partial stent deployment can also be caused by increased friction between guide wire and delivery system. High friction can be caused by insufficient flushing of the device or the usage of inappropriate accessories. On the basis of the information available and as no sample was returned, a definite root cause for the event reported could not be determined. The IFU states: "flush the inner lumen of the device with saline prior to use." And "insert a 0.035 inch (0.89 mm) diameter guide wire of appropriate length." Furthermore, the IFU states: "visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." Also the IFU indicates: "if resistance is met during delivery system introduction, the system should be removed and another system should be used."

Event description:
It was reported that the vascular stent became partially deployed during the attempt to insert the delivery system into the introducer sheath and resistance was felt. Therefore, the device was not used in the patient. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. There was no patient involvement in this case.

Event description:
It was reported that the vascular stent became partially deployed during the attempt to insert the delivery system into the introducer sheath and resistance was felt. Therefore, the device was not used in the patient. There was no reported patient injury.